Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was not running for approximately 1 to 2 weeks and the pump remained implanted in the patient. The pump was connected to battery power and the patient let the batteries run out and did not intervene. Additionally, the patient has had a history of non-compliance such as avoiding medication. It was reported that until the batteries were depleted, the device was working properly. The patient was not injured and remains stable. The patient's pump was explanted on (B)(6) 2017 and no plans for re-implant were in place due to issues with non-compliance. No further information was provided.

Manufacturer narrative:
Multiple requests for return of the explanted pump were issued to the hospital; however, no information regarding pump disposition was provided and the pump has not been returned to date. The reported pump stop due to battery depletion could not be confirmed as no log files from the time of the event were provided for analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.